Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device malfunctions were caused by the faulty circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
During a loaner asset return inspection the device was found with faulty pkrf board. There is no patient involvement associated on this reported event. No user injury reported. Prior to device return, this asset device was reported with screen flashes does not stop when connected to j hook (electrode). This event is being reported due to faulty pkrf board.

Manufacturer narrative:
The subject device was inspected and tested. During inspection the left handle was found broken, the front panel needs to be replaced. Furthermore, inspection determined the core of transformer on pkrf board was broken. Testing also found handswitch test rh (right hand) # 9 error due to faulty auxiliary board. The unit was noted running an old version software v2.06 and needs to be upgraded to v2.07. Minor scratches were found on the housing unit. Review of fault log, the following errors were found: 600 ref 14, two times indicated " footswitch mode pedal stuck". The usual cause is that the relevant foot pedal is held down by the user or there is a faulty foot pedal 400 ref 11 one time indicated " footswitch yellow pedal stuck" . The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. 600 ref 12, three times indicated "aux board+ v_oset fail" . 100 ref 12, one time indicated "non volatile memory corrupt or not initialized". Cpu checks the eeprom can be written to and read from. This error can occur immediately after a software upgrade. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.